Event description:
It has been reported to philips that the frontal c-arm could not fluoro or expose during a diagnostic procedure. The procedure was completed with another c-arm. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to shoot exposures. After reviewed log file fse confirmed that large focus defect with 02wp, wq, and wr error codes. The fse replaced the xray tube and proceed the calibration. After replaced the xray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.